Event description:
Pt admitted for lumbar instability. Anesthesia time was six hrs, pt prone position with face in foam pillow (with eyes and nose w/o pressure, as noted in anesthesia record). After procedure, crna took sensor off forehead and noticed redness from sensors, no redness from the adhesive. Two days later, anesthesiologist noted irritation of pt's forehead where sensors had been applied and redness where adhesive had been applied. The pt was treated with antibiotic ointment. On follow-up, the pt healed well and with no lasting/long term effects.